Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily calcified and moderately tortuous. The 2.25 x 28mm xience skypoint stent delivery system was advanced, but met resistance with the lesion and the stent dislodged. The disloged stent was retrieved with a snare device. Another same size xience stent was used to complete the procedure. There was no adverse patient sequela and no report of clinically significant delay in the procedure. No additional information was provided.